Event description:
It was reported that during routine follow-up the battery of this cardiac resynchronization therapy defibrillator (crt-d) was discovered to have depleted prematurely. The device was replaced, and no additional adverse patient effects were reported. It was not reported whether the device would be returned.